Event description:
Per report received from france- edwards received notification of a pascal precision ace in mitral position where during procedure a single leaflet device attachment (slda) occurred after release of the second device. The patient had functional mitral regurgitation (mr) with a very large atrium, curled posterior leaflet and important aorta hugger. The initial strategy was to place two devices. The first device was bailed out as the result was not good, and there were no issues with the bail out of the device. It was probably due to an indentation, and the atria was very big, echo prob was very far and probably the result was not good due to this opening indentation (not visible), and the result was not satisfying. The bail out implant worked very well without any issue. An ace was then attempted to be implanted. With this second device implanted central with 12/6 clocking both leaflets were optimized and there was sufficient leaflet insertion. Detachment occurred after posterior suture release. The cause was probably that the atria was very big, and the echocardiography analysis was not very optimal to see the indentation near the grasping area. An implant was placed medial a2-p2 to stabilize the central implant. The mr grade was 4 at the beginning. After the first ace it was 3, but after the slda the grade was unchanged at 4. Post procedure grade was 3 but physician did not place another one because the gradient was 6.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 investigation conclusion code: adverse event related to patient anatomy and/or condition the complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) present at the case. Available information suggests that patient condition likely contributed to the event. Patient presented with a very large atrium, a curled posterior leaflet and a significant aorta hugger. Despite both leaflets being optimized and sufficient leaflet insertion being reported, the slda occurred due to the large size of the atrium. Procedural factors described per the event description was difficult imaging due to a large atrium resulting in echocardiography that was not very optimal to confirm an indentation near for the grasping area. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.